Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820,medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported the patient has a handset and communicator and had noticed for some time now when he attempts to communicated with this pump, the handset will sit at 91% longer and longer. It was reviewed with the caller that this was a known issue and while sitting at 91%, the pa (patient activated) bolus was running on the pump. The caller stated that he has confirmed this by checking the pump pa logs. The caller called back later the same day and reported the patient was having issues even synching to the pump. The agent discussed again it was a known issue and memory use. The caller called back again and requested the handset be replaced due to the delay. An email was sent to the repair department for a replacement handset. Will not finish communicating with pump. No patient injury reported.